Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, 2 mitraclips were implanted successfully and it was determined that the second clip was stuck on the first clip. All steps were performed as per IFU. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported device causing damage. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported device causing damage appears to be related to procedural conditions (stuck on implanted clip during positioning). There is no indication of a product quality issue with respect to manufacture, design, or labeling.